Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned femoral implant impactor indicated one of the arm covers is broken, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the impactor clamp ripped of.